Event description:
It was reported that the patient presented for an implant procedure. During the post-operation check, the atrial lead exhibited loss of sensing and capture. Programming change was made to address the issue. No further information was available.